Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was mg/dl or displayed as "high"; a specific value was not provided. The customer had not addressed their bg level at the time of troubleshooting. Reportedly, the customer was using lyumjev brand insulin. Tandem technical support educated the customer this is off label insulin use. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed and insulin therapy resumed.